Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received hospital final analysis found a reversed mounted capacitor which caused high current drain resulting in premature battery depletion.

Event description:
It was reported that the device did not interrogate. Interrogation was attempted with three different merlin programmers and an aps iii without success. The pacemaker was not implanted.